Event description:
The healthcare professional (hcp) of the home pt (hp) reported that the hp went to the e.r. (ER) after pt was unable to fill or drain while using the homechoice cycler for apd therapy. The hp reportedly had no adverse symptoms due to this issue; however, pt became scared when fluid would not flow to, or from, their surgically implanted peritoneal dialysis catheter. As a result, the hp went to the ER overnight and their catheter was flushed with heparin. The hp was able to fill and drain after their catheter was flushed and pt returned home. There was no injury to the pt as a result of this incident. According to the hp, their hcp advised pt that next time their catheter becomes obstructed to wait until morning and have it resolved by the dialysis center rather than go to the ER. The hp states that pt occasionally adds heparin in their apd solution bags in order to keep fibrin dissolved and their fills and drains going smoothly. After this incident occurred, the hcp of the hp requested a replacement homechoice cycler.